Event description:
It was reported through a remote transmission that the patient's pacemaker exhibited intermittent ventricular capture episodes. No intervention was performed. The patient had no adverse consequences.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.